Event description:
It was reported that during central processing, the tips of the single port (sp) fenestrated bipolar forceps instrument will not align. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was analyzed. The instrument was found to have bent grip, causing them to be misaligned. The offset at the tips was 0.48mm. The grips were not found to be cracked. Upon further inspection, the instrument was found to have thermal damage on the molded insulator portion of the upper grip tip. Additionally, the instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.